Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.00. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.00 diopter in patient's right eye (od) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed. No other lens was implanted. No adverse event was reported.